Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event, however treatment was not reported. The cause of the peritonitis was not reported. At the time of this report the patient had not yet recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore this condition could not be confirmed and the assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.